Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that during deployment of an embolization coil in a hypogastric aneurysm, the coil unexpectedly detached in the aneurysm without use of the controller. Additional coils were successfully implanted afterward; however, it was noted that a portion of the coil extended in the aorta. A snare device was used to successfully retrieve the entire coil from the aneurysm. There was no reported patient injury. The patient was reported to be stable.

Manufacturer narrative:
The coil was returned with snare device for analysis. The implant appeared to be closely wound on the distal section. The entire proximal section was noted to be stretched and stuck inside the catheter. The pusher was noted to be broken at the heater coil section, and remained attached to the implant. Based upon the investigation findings and available information, the reported complaint can be confirmed. The root cause cannot be determined; however, the device exhibited evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.